Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s son stated the patient had hand surgery on (B)(6) 2020. Her cgm was reading low at 78 mg/dl when he spoke with her afterward, so he told her to suspend her insulin pump during the night and encouraged her to eat. She got up in the middle of the night, took one tylenol pm (500 mg acetaminophen) and turned her pump back on. The cgm reading at this time is unknown. When she woke up the morning of (B)(6) 2020 it was reading 44 mg/dl. He was with her at lunch time around noon and the cgm reading was 171 mg/dl. At about 4:30 pm the patient's neighbor found her unresponsive and called for an ambulance. The cgm was reading low at this time. The patient stated that the cgm had alerted her to a low value at some point, but she could not remember if this was during the night, before she passed out, or some other time. The ambulance arrived around 4:45 pm. Paramedics checked her bg which was 278 mg/dl while the cgm showed a reading of 78 mg/dl. The son stated that the paramedics gave her 'glucosamin' via intravenous (IV) therapy (presumed to mean glucose) to bring up her sugar since she was unresponsive. In reviewing the cgm graph later, the son stated that at around 1:30 pm the cgm had fallen below 100 mg/dl, then to 40 mg/dl. It then stayed low until after the paramedic treatment and started to increase to over 100 mg/dl around 4:45 ¿ 5 pm. The patient's son arrived around this time; the patient was conscious, and he gave her 9 ounces of orange juice and a ham and cheese sandwich. The patient declined to go to the emergency room and the ambulance left around 5:00 pm. The patient's son then did multiple fingersticks over a short period of time. The first bg read high and the second was 351 mg/dl. After the patient was in the bathroom for nearly ten minutes, the third bg was 157 mg/dl, and a fourth, 2 minutes later on a different bg meter, was 151 mg/dl. During this time the cgm was reading in the 80s to 90s mg/dl. At the time of report, the patient had improved and was up and walking around. It is unknown if the low cgm readings were due to inaccuracy or to effects of the insulin combined with reduced food intake. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.